Event description:
It was reported that during surgery not related to this implantable cardioverter defibrillator (ICD), this device delivered a single shock. Technical services (ts) was contacted and noted the therapy was likely inappropriate due to oversensing of electromagnetic interference (emi) noise as a result of electrocautery during the procedure. The physician noted that no arrhythmia had been noted on external monitoring. A follow up with the following clinic was recommended. This device remains in service. No additional adverse patient effects were reported. This device was subsequently explanted due to normal battery depletion and returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during surgery not related to this implantable cardioverter defibrillator (ICD), this device delivered a single shock. Technical services (ts) was contacted and noted the therapy was likely inappropriate due to oversensing of electromagnetic interference (emi) noise as a result of electrocautery during the procedure. The physician noted that no arrhythmia had been noted on external monitoring. A follow up with the following clinic was recommended. This device remains in service. No additional adverse patient effects were reported.